Event description:
The manufacturer received information alleging a ventilator failed test steps. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower assembly and flow sensor assembly were replaced to address the issue. Both components were contaminated with dust and dirt.